Manufacturer narrative:
The investigation for the reported positioning issue and limb ischemia has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was most likely use related. The root cause of the limb ischemia could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: d4 updated model number added d6a/d6b was missing in initial. F6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ assess access site for bleeding and hematoma

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a impella cp support ongoing when the pump came out of position. The pump was being adjusted by the md in the ICU. The pump was explanted and replaced. At the time of explant the team placed a dry-seal sheath to alleviate bleed and placed a antegrade sheath for limb perfusion. The pulses were hard to locate in both limbs.